Manufacturer narrative:
D9-return date: 04/06/2023. H3:device evaluation: lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic bent and stretched out. Dimensional inspection found the lens to be within specifications. Corrected data: h6- 2923 added for lens rotation. Claim#(B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -12.5/3/2 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a spherical lens implanted horizontally due to low vault with rotation. The exchange resolved the problem. Reportedly, "initial lens: implanted vertically, replacement lens: implanted horizontally."